Manufacturer narrative:
A search for non-conformance associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed.

Event description:
It was reported that treatment was performed for an aneurysm in a left internal carotid-posterior communicating (ic-pc) artery. Upon placement of the fred at the m2 segment, the proximal stent was not completely apposed to the vessel wall. A balloon catheter was inflated within the fred to completely expand the stent, and subsequent angiography confirmed recanalization and blood flow. There was no reported patient injury.